Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead dislodged. The lead was programmed off an no further intervention was performed. The patient was asymptomatic before, during, and after the check.

Manufacturer narrative:
This report is to retract report MFR# 2017865-2022-00794 submitted on 07 jan, 2022. This report was erroneously submitted and reported in another per. All previously submitted information should be corrected to not applicable and null fields.